Event description:
Initial reporter indicated the manufacturer consultant that their (B) (4) handheld computer needs to be replaced. Reported screen freezing events that would resolve with a flashcard reinsertion. Additionally it was reported the vns handheld would not turn on. The (B) (4) programming software and (B) (4) handheld were returned for analysis. An analysis was performed on the handheld and (B) (4) programming software and the reported complaint could not be duplicated with the system in its "as received" condition. The handheld performed according to specifications. It was identified that under certain conditions, the handheld can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the complaint was verified. The handheld was able to be fully charged and powered on.